Event description:
It was reported that a novum iq large volume pump did not infuse. The patient was to receive a 250ml 3% sodium bolus; however, when the pump indicated that the infusion was complete, it was observed that none of the solution had been infused. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 serial no. Additional information: d4 unique identifier (UDI)#. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.